Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer hemodialysis (hd) machine was not filling and had a smoking fill valve. The smoking fill valve was noticed during preparation for patient treatment and everything was unplugged to stop the smoke. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the machine. The biomed reported that there was melting, burning smell, charring, and smoke but no spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the fill valve, which did not resolve the issue. The biomed reported currently still waiting for the control board and software to arrive for replacement. Therefore, the machine has not been returned to service. The fill valve was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer hemodialysis (hd) machine was not filling and had a smoking fill valve. The smoking fill valve was noticed during preparation for patient treatment and everything was unplugged to stop the smoke. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fill valve was the original fresenius part on the machine. The biomed reported that there was melting, burning smell, charring, and smoke but no spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the fill valve, which did not resolve the issue. The biomed reported currently still waiting for the control board and software to arrive for replacement. Therefore, the machine has not been returned to service. The fill valve was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.